Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was sliced and severed at the fantail region, and dents and toolmarks on the top and bottom covers prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of intermittent static sound quality issues could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. The device passed the tests performed. This is the final report.

Manufacturer narrative:
During surgery it was identified that there was a dehiscence of the facial nerve in the mastoid segment. The soft tissue was removed from the facial recess. The external visual inspection of the device revealed the electrode was sliced and severed at the fantail region, and dents and tool marks on the top and bottom covers prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
The recipient is reportedly doing well with the new device. The external visual inspection of the device revealed the electrode was sliced and severed at the fantail region, and dents and tool marks on the top and bottom covers prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This is an interim report.

Event description:
The recipient is reportedly experiencing sound quality issues. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.